Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital and was septic. The patient was very febrile with complaints of abdominal pain, lactate level of 15 mmol/l, and low hemoglobin. Cultures were negative. The patient was treated with antibiotics for a week, and was taken to interventional radiology (ir) where 60 ml of "chalky substance" from the chest was removed. A CT scan revealed an infection of the outflow graft. The patient was scheduled to return to the operating room for a washout on (B)(6) 2018. No additional information was provided.